Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, prior to sensor insertion, the sensor wire had detached and was hanging from the deployment needle. No additional event or patient information is available.